Manufacturer narrative:
Note: as the main body graft (zalb-24-84) is not sold in the us and there is not a similar device manufactured by cook inc that is marketed in the us, no corresponding MDR will be submitted regarding this device. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a zenith low profile aaa endovascular graft main body was explanted from a patient 7 years post implantation due to an endoleak that "almost ruptured." No issues were noted related to the leg grafts based on the information initially provided related to the event or preliminary examination of the returned grafts. However, upon review of imaging taken 66-months post-op provided related to to the main body graft, a "very limited" type 1b endoleak was found on the zenith flex with spiral-z technology aaa endovascular graft iliac leg around the very distal left leg edge in the mid left common iliac artery (cia), which is the subject of this report. Per the operating report provided of the initial placement procedure: indication for operation: at approximately 3 am on (B)(6) 2015, a male patient presented to the emergency room with very severe progressive lumbar pain and hypertensive crisis. The patient was described as very slim with "resistance already pulsating through the abdominal wall." Although the patient stated that he was aware of a previous aortic aneurysm, it had never been clarified and the patient discontinued his medication of his own volition. At 7:30 am, the patient was hemodynamically stable, suffering from pain, and had a clinically unremarkable peripheral arterial perfusion. The emergency computed tomography (CT) imaging had shown an infrarenal abdominal aortic aneurysm with a diameter of max. 7.5 cm, without any signs of rupture. Despite doubts about evar feasibility due to significant infrarenal kinking, exact determination of the dimensions showed a 17-mm-long healthy aortic neck, with kinking below 70 degrees. It was decided he met criteria for evar and gave informed consent to proceed with the procedure. The medication regimen the patient discontinued was aspirin and statin. Procedure: the patient was prepped and placed in the supine position under anesthesia. Perioperative antibiotic prophylaxis with cefuroxime 1.5 g IV was administered through IV. The common femoral artery was visualized on both sides and 5000 iu liquemin IV was administered through anesthesia. 7fr sheaths were inserted using seldinger technique and bilateral common femoral artery access was gained. A sizing pigtail was placed in the abdominal aorta from the left using x-ray monitoring and an ultra-stiff wire guide was placed in the descending aorta on the right. An overview angiography was conducted. The right 7fr sheath was removed and the main body device was introduced and placed in the abdominal aorta under fluoroscopic monitoring. This was "followed by magnified visualization of the origins of the renal arteries, with angulation correction of 20 degrees cranial caudal and 25 degrees lao applied, using the left, and hence lower, renal artery for orientation." The main body device was aligned using the lower left renal artery. Perfusion of the renal arteries was checked through the pigtail catheter prior to releasing the bare springs. The pigtail catheter was then removed. The contralateral leg was then probed, but was ultimately unsuccessful "due to the large size of the aneurysm and the relatively short main body" despite "multiple rotation maneuvers, catheter exchanges and stabilization using long sheaths." At this time, it was decided to fully release the main body device from the right. Immediately following, a sizing pigtail catheter was inserted from the right and the right iliac axis was visualized. The ipsilateral leg extension (zsle-16-74-zt) was inserted and "released in such a manner that it lands in the healthy section of the right common iliac artery." A crossover maneuver was then performed from the right with the assistance of a sim-1 catheter (with a wire inserted) being caught from the left with a snare. An ultra-stiff wire guide was then advanced "from the left via the crossover wire and placed in the descending aorta." Another sizing pigtail catheter was inserted to visualize the left iliac axis. The contralateral leg (zsle-60-90-zt) was inserted and released " in such a manner that it lands in the healthy section of the common iliac artery." All connection points and landing zones were then dilated with a latex balloon. Final angiography revealed regular position of the aortic endograft "with reliable elimination of the aortic aneurysm and unobstructed perfusion of the visceral renal vessels and both iliac bifurcations." At this time, a type ii endoleak at the level of the aortic neck, caused by a dorsal pair of lumbar arteries was noted in the report stating "the spontaneous progression remains to be seen." All wire guides, catheters, and sheaths were then removed. Single button sutures with surgipro 5/0 were used to close both punctures and regular peripheral artery perfusion was verified on both sides. Finally, fibrillar and drains were inserted and the skin was closed with single button vertical mattress stitch with prolene 3/0. Follow-up procedure: the patient was monitored post-operation in the ICU. Ass 100, fragmin 5000 units in the evening. A CT check-up was provided 4 days post-implantation.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation: the complaint facility (B)(6) informed cook of an incident involving a zenith low profile aaa endovascular graft main body (zalb-24-84) from lot 3615494. It was reported that the graft was explanted due to an endoleak leading to a growing aneurysm. In the provided image review a limited type 1b endoleak was found in the implanted leg graft (zsle-16-90-zt) from an unknown lot. The grafts were explanted as a result of the reported failure. No additional harm was reported. A review of the drawing, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification of the explanted graft, were conducted during the investigation. The device was returned to cook for evaluation. The damage noted to the returned grafts is consistent with the information provided by the complaint facility. Cook has concluded, based on the examination of returned devices, that the implanted grafts were manufactured to specification. No damage related to the 1b endoleak found in the image review was found. A review of the provided imaging sets and complaint information was provided by an expert reviewer. The image review found at 66 months, there is a very limited type 1b endoleak around the very distal left leg edge in the mid left cia. The reviewer stated this is due to increased tortuosity of the cia, likely due to progression of disease, and partial loss of wall apposition at the distal leg edge. There is adequate seal above this level, however, and the endoleak does not extend proximally. Review of the device master record concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. Design verification and validation testing showed that the affected product is safe and effective for its intended use. No review of the device history record was completed as no lot information was provided. It should be noted that these devices are distributed via one device lots. Cook reviewed product labeling. The product IFU, t_zaaasz_rev4 ¿zenith spiral-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4 warnings and precautions 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. 4.3 pre-procedure measurement techniques and imaging diameters: utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5 adverse events: 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: endoleak. 11 directions for use: 11.1 zenith spiral-z aaa iliac leg system 11.1.7 molding balloon insertion 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. 6. Withdraw the molding balloon to the ipsilateral limb overlap region and expand. 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 8. Deflate and remove molding balloon. Transfer molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. Final angiogram 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 12imaging guidelines and post operative follow-up 12.1 general all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. 12.2 additional surveillance and treatment additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak evidence provided by the complaint facility, the provided imaging, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, inspection of returned product and the results of the investigation, it was determined that the likely cause of the reported failure is patient disease progression. Additionally, it should be noted that endoleak is a known inherent risk of using this device. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.